Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported the exhalation differential pressure transducer failed calibration testing. The issue occurred during patient-use; the customer reported substituting the unit with another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported complaint was able to be confirmed, but was unable to be duplicated. The unit ventilated without fault. Calibrations of the transducers found that the pt802 is responsive to pressure input, but the output differential voltage is not scaling correctly (approximately half). This issue will be internally investigated within carefusion.